Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: sui and cystourethrocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent examination of the pelvis under anesthesia on (B)(6) 2006 for menometrorrhagia and myomatous uterus and a diagnostic hysteroscopy and endometrial curettage was performed. It was reported that the patient underwent surgical procedure on (B)(6) 2009 for closure of the midline vaginal defect over the mesh. It was reported that the patient underwent partial removal of mesh and closure of anterior vaginal mucosa on (B)(6) 2009 because of eroded vaginal tape. It was reported that the patient underwent a surgical examination of the pelvis under anesthesia and d&c on (B)(6) 2011 for severe menometrorrhagia and myomatous uterus.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, itching, irritation, urinary frequency, recurrent uti, urgency, urge urine incontinence.